Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A device replacement procedure will be scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A device replacement procedure will be scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a replacement procedure was scheduled for a future date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A device replacement procedure will be scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a replacement procedure was scheduled for a future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message. The device battery was suspected to be depleting prematurely. A device replacement procedure will be scheduled for a future date. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that a replacement procedure was scheduled for a future date. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.